Event description:
Customer reports that she was in a diabetic shock, and that the paramedics were called. The customer reports testing on the paramedic's device at 40mg/dl and 365mg/dl on her device. Customer was transported to the hospital and received glucose tablets to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.